Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins) for unknown indications for use. The reason for call was caller initially reported that pt was unable to pair their communicator to their handset and the lights would blink blue and green back and forth, then display a yellow/amber light indicating the communicator needed to be charged. Caller stated pt said they would attempt to charge the communicator. Technical services (tss) called pt for further troubleshooting. Pt stated they were able to pair the communicator with their handset and communicate with their ins and service code 302 (eos/end of service) displayed. Tss reviewed the meaning of this message. Pt stated that they were told that the vanta ins would last them 11 years. Pt confirmed that their intensity was set to about 4 or 5 but they would increase it higher than 4-5 when their pain was worse due to weather or other contributing factors. Pt stated they think the ins reach eos about a month ago because they noticed their pain returning about a month ago. Pt commented that they initially thought the return of pain was due to the fact that they changed their pain medication. Pt also mentioned that their therapy has always interfered with EKG's in the past and said that they had an EKG done in december and the stimulator was still on and it interfered with the results of the EKG. Tss called rep back and explained that eos is displaying on pt's handset. Rep said they will contact pt's hcp and pt to discuss next steps. Troubleshooting was not required. On 2023-may-16 the rep reported the serial number of the communicator involved. The rep reported based on calculations the eos was premature, and should have been 1 year and 8 months. The rep believes the eos was caused by energy settings. The communication issues was due to the communicator being low battery and needing to be charged, and the ipg reaching eos and thus was not able to connect. Patient is scheduled to see a surgeon to schedule a replacement. Patient is planning on switching to an rechargeable ipg, so the issue is not yet resolved. Weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A response was received from a a manufacturer representative stating patient scheduled for explant/replacement on (B)(6) 2023.

Manufacturer narrative:
H7: information updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.